Event description:
Allegedly a fracture of the threaded shaft of the implant was observed post-operatively. The implantation site was the pip joint lesser metatarsal. The patient responded well with no complaints. No additional surgery was required.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.